Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was emitting loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2016 with the following findings: a review of the pump black box revealed multiple loss of prime warnings with low non zero force. The pump was exercised for 24 hours with no loss of prime duplicated. The force calibration passed within specification. Unrelated to the original complaint, the battery compartment was observed to be cracked.